Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated and did not respond to a magnet. It was suspected that the device battery had prematurely depleted. The patient was bradycardic. The device was explanted and will be returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, telemetry with the device could not be established. Visual inspection noted no irregularities. There was no arcing noted on the device case and the header was firmly attached. The device case was opened, and visual inspection noted high energy damage on the hybrid. Analysis confirmed the device could not be interrogated and the most likely cause is a short circuit between traces on the hybrid and/or flex strip, leading to the visible electrical overstress. However, analysis could not determine the cause of the high energy damage and or shorting.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated and did not respond to a magnet. It was suspected that the device battery had prematurely depleted. The patient was bradycardic. The device was explanted and returned for analysis.